Manufacturer narrative:
Unit was programmed with correct time and date. Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for seven days and no time anomaly was noted. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call time clock anomaly on the insulin pump. Customer¿s blood glucose level was 7.6 mmol/l. Troubleshooting for the time clock anomaly was performed. Customer advised the time was off by over the normal 4 minute mark. Customer advised the time was off by 10 minutes over a course of a month. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.